Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had to change the infusion set because she was having high blood glucose levels. Customer's blood glucose level was 435 mg/dl. She treated her blood glucose level with a bolus using the insulin pump and by changing the infusion set. The device was not returned.